Manufacturer narrative:
Medwatch sent to FDA on 04/05/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Upon receipt, it was noted the device was slightly discolored, and brownish in color. Some fluid was noted in the inner surface of the device. Openings were observed on the surface of the device. A microscopic analysis was then performed, and noted openings in the shell, consistent with damage from a removal tool. A sharp opening was also noted, consistent with damage from a surgical tool. An air leak test was performed on the device, and found leakage from the noted openings. A valve test was then performed and found no blockage or resistance to flow. Device labeling addresses the reported event of deflation as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically, as this is indicative of a balloon deflation. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a "balloon no longer appears in radiography (asp) 1 month after." The balloon was removed.